Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient's first device had caused shocking. It had not happened right away, but as time went on, it occurred. They said they did an investigation and decided to replace the device and the battery at the same time. They also mentioned the battery was overheating. They had the battery that caused the issue replaced.